Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 2.2 mmol/l and was treated with food but gave too much insulin for the juice he drank weight (B)(6) kilos. The customer was using auto mode function at the time of the event. The customer also stated that, the customer received with an software error was resolved after troubleshooting. The insulin pump will not be returned for analysis.